Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had blank display. The customer's blood glucose value was 6.1 mmol/l. Customer reported that she inserted a new battery and her pump screen remained blank also customer has tried a few times. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The device will not be returned for analysis.